Event description:
A surgeon reported six patients with unexpected postoperative refraction following intraocular lens (iol) implant surgeries. Two of the patients were bilaterally implanted. Additional information has been requested. There are eight medical device reports associated with this event. This report is for the fourth patient, right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/27/2009 and 09/08/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 09/16/2009.